Event description:
Baxter reported, "occluder feet of a twist clamp of transfer set were broken after using 100 days." No patient injury or medical intervention was associated with this incident per baxter.